Event description:
It was reported that attempts to interrogate the pulse generator resulted in the messages "data not read". Attempts to change the base rate or program to a different output resulted in the message "telemetry error". Battery data from 2008 was 2.75 v, 9 ua, 3.8 k. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.